Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed pumphead; s2 overinfusion; insufficient pump tube occlusion. The catheter segments were not returned for analysis. Pump logs indicated no anomalies. Dispense testing shows pump did not dispense with in specification and the dispense graphing looked odd. There was a slight amount of moisture present in the pump head/pump tube compartments. Further investigation noted that the pump tube appeared "milky" in color and slightly miss-shapen which may prevent the pump from occluding properly. The conclusion of the insufficient tube occlusion came from the fact that the pump did continuously dispense fluid when pump was programmed to the very slow minimum rate at body temperature.

Event description:
It was reported that a pt's pump had volume discrepancy problems. The actual residual volume was less than the expected residual volume; specific values were not provided. It was stated, however, that there "were 2 mls less medication in the pump for the last 3 refills". Per the reporter, the physician suspected something was wrong with the pump because at several refills, the volumes did not match. It was also reported that the pt felt like she was "getting more medication than I should." The following symptoms were reported for the pt: light-headedness and "more sleepy". The medications administered via the pump were fentanyl and bupivacaine; specific concentrations and daily doses were not provided.

Event description:
Additional information reported that the patient did not have concerns with the device or the therapy.

Manufacturer narrative:
(B)(4).